Manufacturer narrative:
At this time no conclusion can be made. The information provided alleges the patient underwent an additional surgery, had fissures and treated for infection. No medical records have been provided. Fistulas are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) "2018": the patient was diagnosed with a ventral hernia. On (B)(6) "2014": the patient underwent ventral hernia repair with a bard/davol kugel hernia mesh product. On (B)(6) "2016": the patient continued to experience abdominal pain, and further experienced several infections, as well as fluid draining from the umbilicus. It is alleged that the mesh continues to cause chronic abdominal pain, infections, and fissures. As alleged, the mesh will require surgical removal, with an additional surgery to remove the implanted mesh. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. As alleged, the patient has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization due to the alleged defective bard/davol kugel mesh.

Manufacturer narrative:
At this time no conclusion can be made. The information provided alleges the patient underwent an additional surgery, had fissures and treated for infection. No medical records have been provided. Fistulas are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2018: the patient was diagnosed with a ventral hernia. (B)(6) 2014: the patient underwent ventral hernia repair with a bard/davol kugel hernia mesh product. (B)(6) 2016: the patient continued to experience abdominal pain, and further experienced several infections, as well as fluid draining from the umbilicus. It is alleged that the mesh continues to cause chronic abdominal pain, infections, and fissures. As alleged, the mesh will require surgical removal, with an additional surgery to remove the implanted mesh. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. As alleged, the patient has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization due to the alleged defective bard/davol kugel mesh. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of kugel patch (device 1). Per operative notes, ¿all the adhesions were taken down. A medium kugel patch (device 1) was placed into the defect and sutured.¿ (B)(6) 2014 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of kugel patch (device 2). Per operative notes, ¿a kugel patch (device 2) was placed into the defect and sutured.¿ (B)(6) 2016 ¿ patient had stricture of sigmoid colon thereby underwent open repair with removal of kugel mesh (device 1). Per operative notes, ¿adhesions were taken down. The prior umbilical hernia repair mesh (device 1) was removed. The sigmoid colon was transected.¿ (B)(6) 2016 ¿ patient was diagnosed with incisional multiple abdominal wall hernias with implant of synthetic mesh.